Manufacturer narrative:
Concomitant products: product ID 355029, lot # n0051176, implanted: (B)(6) 2005, product type accessory; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 377745, lot # n0039187, implanted: (B)(6) 2005, product .type lead. (B)(4).

Event description:
It was reported patient experienced an overstimulation sensation (¿too strong¿) about a week ago after a charging session. It was also noted that the patient was charging last week and observed an elective replacement indicator (eri) with a ¿call your doctor¿ icon. The patient followed up with their healthcare professional (hcp) last week and was scheduled for ins battery replacement (due to normal longevity - 9 years) on (B)(6) 2014. The patient subsequently reported that they received assistance from the doctor and that their concerns were resolved. If additional information is received, a follow up report will be sent.